Event description:
It was reported that during a percutaneous coronary interventional procedure, a guide wire tip detachment and vessel perforation occurred. The in-stent re-stenotic lesion was located in the moderately tortuous saphenous vein graft (svg) to the marginal branch. The vascular access site was femoral. The lesion was 16mm in length and 3.5 mm in diameter. The lesion was 100% stenosed and not calcified. Significant resistance was encountered on insertion of the choice pt 160cm guide wire. The lesion was predilated and 90% stenosed after pre dilation. Five stents were implanted from other manufacturers. The guide wire broke at the proximal end of radiopaque tip. A perforation was noted. A snare was used to remove the guide wire tip from the patient. The lesion was post dilated with a 4.0mm balloon. Further information requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.